Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know ¿ was told was out of place"), pelvic pain ("sever pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, vaginal delivery and parity 6. Concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression, hot flashes and body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, female sexual dysfunction, headache, dyspareunia, weight increased, alopecia, abdominal pain, depression and anxiety outcome was unknown, the pelvic pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils patient dob provided as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc (product technical complain ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know ¿ was told was out of place"), pelvic pain ("sever pelvic pain/pain"), autoimmune disorder ("autoimmune reaction") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 927077, 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, vaginal delivery and parity 6. Concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression, hot flashes and body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery ((B)(6) 2016 underwent laparoscopy with salpingectomy due tocomplications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, genital haemorrhage, female sexual dysfunction, headache, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown, the pelvic pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils patient dob provided as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), apareunia (inability to have sexual intercourse), malposition of essure device location of device: do not know ¿ was told was out of place, headaches, dyspareunia (painful sexual intercourse), weight gain, hair loss, lower abdomen area, abdominal pain", reporter, lot number, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain/pain") and autoimmune disorder ("autoimmune reaction") in a 27-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression and hot flashes. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 28 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), psoriasis ("allergic or hypersensitivity reaction: allergic (psorosis),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain") and migraine ("migraines,"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, dyspareunia, depression, anxiety, psoriasis, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, psoriasis and vaginal haemorrhage to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Lot numbers and exp/mfg dates lot number: 624482, manufacture date: (B)(6) 2007, expiration date: (B)(6) 2009. Lot number: 927077, manufacture date: (B)(6) 2011, expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events deleted: " apareunia (inability to have sexual intercourse), malposition of essure device location of device: do not know ¿ was told was out of place, headaches, weight gain, hair loss, lower abdomen area, abdominal pain"; reporter, lot number, historical conditions, concomitant condition deleted and device start date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain/pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression and hot flashes. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain") and migraine ("migraines,"). The patient was treated with surgery on (B)(6) 2016 underwent laparoscopy with salpingectomy due to complications from the essure device. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia and migraine outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Event ¿vaginal bleeding, menorrhagia, device monitoring procedure not performed added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know ¿ was told was out of place"), pelvic pain ("sever pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (batch no. 927077, 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, vaginal delivery and parity 6. Concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression, hot flashes and body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery ((B)(6) 2016 underwent laparoscopy with salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, female sexual dysfunction, headache, dyspareunia, weight increased, alopecia, abdominal pain, depression and anxiety outcome was unknown, the pelvic pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils patient dob provided as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: added events psychological or psychiatric problems condition: depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know ¿ was told was out of place"), pelvic pain ("sever pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (batch no. 927077, 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, vaginal delivery and parity 6. Concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression, hot flashes and body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery ((B)(6) 2016 underwent laparoscopy with salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, female sexual dysfunction, headache, dyspareunia, weight increased, alopecia, abdominal pain, depression and anxiety outcome was unknown, the pelvic pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils. Patient dob provided as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Lot numbers and exp/mfg dates: lot number: 624482, manufacture date: 2007/05, expiration date: 2009/04. Lot number: 927077, manufacture date: 2011/12, expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of quality-safety evaluation of product technical complaints.( batch number addition). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: do not know ¿ was told was out of place"), pelvic pain ("sever pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune reaction") in a 27-year-old female patient who had essure (batch no. 927077, 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, vaginal delivery and parity 6. Concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression, hot flashes and body mass index normal. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). On (B)(6) 2012, 4 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), psoriasis ("allergic or hypersensitivity reaction: allergic (psoriosis),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery ((B)(6) 2016 underwent laparoscopy with salpingectomy due tocomplications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, female sexual dysfunction, headache, dyspareunia, weight increased, alopecia, abdominal pain, depression, anxiety, psoriasis, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, psoriasis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils patient dob provided as (B)(6) 1980. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿ lot numbers and exp/mfg dates: lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04 . Lot number: 927077 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received, reporters information updated, event added are as follows- psoriasis, dysmenorrhea ,fatigue. Events onset date and outcome updated. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever pelvic pain/pain/pain') and autoimmune disorder ('autoimmune reaction') in a 27-year-old female patient who had essure (batch no. 927077, 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression and hot flashes. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), psoriasis ("allergic or hypersensitivity reaction: allergic (psoriosis),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), ovarian cyst ruptured ("ovarian cyst burst") and medical device discomfort ("discomfort from the essure"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, dyspareunia, depression, anxiety, psoriasis, dysmenorrhoea, fatigue, ovarian cyst ruptured and medical device discomfort outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, medical device discomfort, menorrhagia, menstrual disorder, migraine, ovarian cyst ruptured, pelvic pain, psoriasis and vaginal haemorrhage to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿ lot numbers and exp/mfg dates lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04. Lot number: 927077 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. We received a lot number in this case.a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever pelvic pain/pain/pain') and autoimmune disorder ('autoimmune reaction') in a 27-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included fatigue, weight fluctuation, dysfunctional uterine bleeding, depression and hot flashes. Concomitant products included medroxyprogesterone acetate (provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), psoriasis ("allergic or hypersensitivity reaction: allergic (psoriosis),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reaction/ allergic or hypersensitivity reaction type: allergic"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,"), ovarian cyst ruptured ("ovarian cyst burst") and medical device discomfort ("discomfort from the essure"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, menstrual disorder, back pain, arthralgia, migraine, dyspareunia, depression, anxiety, psoriasis, dysmenorrhoea, fatigue, ovarian cyst ruptured and medical device discomfort outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, medical device discomfort, menorrhagia, menstrual disorder, migraine, ovarian cyst ruptured, pelvic pain, psoriasis and vaginal haemorrhage to be related to essure. The reporter commented: current weight 164 lbs. Right side - 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain¿. Lot numbers and exp/mfg dates lot number: 624482, manufacture date: 2007/05, expiration date: 2009/04. Lot number: 927077, manufacture date: 2011/12 , expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. New events: ovarian cyst burst and medical device discomfort were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines,") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent laparoscopy with salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, back pain, arthralgia, migraine and hypersensitivity outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, hypersensitivity, menstrual disorder, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.